Manufacturer narrative:
Additional information: d10 investigation: samples received: (B)(4) open cassette. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used cassette for analysis. The date of cassette's opening is written: (B)(6)2019 . The cassette is within the (B)(4) months since opening of which the cassette can be used. The thread has been pulled out from the cassette without difficulty, thread has not broken. We have tested the knot pull tensile strength of the thread of the cassette received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.54 kgf in average and 3.38 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the cassette received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031216. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the suture keeps breaking. The reporter indicated that the suture keeps breaking when trying to take it out of the cassette.